Event description:
It was reported that the pt states that he experiences relatively frequent pain which is sometimes intense at the implant site in his left hip. Pt states that he is really active but occasionally has to take prescription pain medication for relief. Pt is scheduled to see his surgeon on (B)(6) 2012 for f/u.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.